Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient device reached recommended replacement time (rrt) and approximately 3 months later, the physician programmed all device detection and therapies off as the patient was indicated to no longer need the device and the physician did not want to explant the device. More than 5 months after therapies were programmed off, an alert was triggered due to charge circuit timeout. The device remains implanted. No patient complications have been reported as a result of this event.